Event description:
Philips received a complaint from customer biomed reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. The be attempted an order for replacement of the user interface (ui) assembly without nav ring. The rse advised the part was back ordered with no estimated delivery date. The rse provided part numbers of the individual ui components for upgrade to 2nd generation.

Manufacturer narrative:
H10: the remote service engineer (rse) provided part numbers of the individual user interface (ui) components for upgrade to 2nd generation. However, the ui printed circuit board assembly (pcba) is also unavailable. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (ui assembly / ui pcba) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.